Event description:
According to the available information, the device was explanted and replaced due to a tubing leak. The reservoir was not removed and a new one was implanted on the left side of patient body.